Event description:
It was reported that during the pre-use check, leakage of medical fluid from the connector was observed. Customer reported that no additional information is available for this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Two photos and one sample device were received for investigation. Photo one shows a hotline warming set of part number l-70ni next to its original packaging; the complete device is observed, but no damage or dysfunctional conditions are observed. Photo two shows a close-up of the distal end where a fluid leak is observed in the hl swivel return connector and the 3 lumen tube join. During visual inspection the sample device the proximal end female luer connector was observed to be cracked. Delamination in the distal end hl swivel return connector and 3 lumen tube join was also observed. The reported issue was confirmed during functional testing when the device leaked. The production floor was audited to identify any potential operation or behavior that could cause a cracked luer connector of the device. No faults were identified. Thirty (30) randomly selected units were taken from the manufacturing process, the units were visually inspected to verify that the components do not present any damage. No discrepancies were found during the inspection. The crack on the female luer connector of the returned unit was attempted to be reproduced. A male luer connector, and a cap, were connected to a test sample female luer connector with force beyond its limits. No damage occurred on the female luer connector. The test sample female luer connector was hit in different manners. The connector only shatters, in multiple pieces, when using extreme compression force. Although a review of manufacturing device history records found no discrepancies or anomalies, the investigation attributed the issue to an error during the manufacturing process. An awareness notification was made to manufacturing personnel with this complaint's details.